Event description:
In 2011, the surgeon performed a right side si joint fusion on the patient placing three I-fuse implants. The patient later presented with complaints of persistent low back pain. A CT scan revealed possible lucency around the implants. In (B)(6) 2014, the surgeon performed a revision surgery where he removed all of the I-fuse implants and then added additional fixation with pedicle screws and rods on the right side.

Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is poorly positioned implants or lucency due to the patient's condition. Three I-fuse implants (two 7.0 mm and one 4.0 mm diameter).